Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. According to received service report, no parts were replaced. The pre-use check passed successfully several times and device was cleared for clinical use. The review of received device's logs did not confirm occurrence of reported issue. No technical error codes occurred to indicate that there was a ventilator malfunction. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator generated an alarm indicating high pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).